Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire inserted through a 2-lumen catheter. The guide wire was unraveled and the core wire was separated at both ends and both ends of the core wire were curled. The location and appearance of the separation was consistent with damage caused by withdrawing the guide wire against the needle bevel. Numerous bends and kinks were observed including a severe kink at 30 cm from the j-tip at the distal end when the guide wire was removed from the catheter. No pieces of the wire appeared to be missing. The catheter showed evidence of use, but no defects or anomalies. A guide wire from lab inventory was able to pass through the catheter. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and warn not to withdraw the guide wire against the needle bevel and not to use excessive force. Ba sed on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that in the adult uci, the user was able to smoothly insert the dilator in the patient with fibrosis pulmonary. However difficulty was met when attempting to pass the guide wire into the left subclavian. As a result, the user removed and successfully reinserted the guide wire without force. There was no reported delay, death, or complications to the patient as a result of this occurrence.